Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by overloading after 13 years in situ.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.